Event description:
Caller reported a discrepant myoglobin result on the triage cardiac panel in comparison to the laboratory myoglobin result. Date: (B)(6) 2014, triage myoglobin: 123 ng/ml, laboratory myoglobin: 50 ng/ml. The pt presented with shortness of breath and chest pain. The customer was not concerned with tni or ck-mb as those correlated well with the lab. The triage myoglobin normal cut-off reported was 107 ng/ml. There was no treatment or action taken based on the triage results. There was no reported adverse event. There was no additional info provided.

Manufacturer narrative:
Investigation pending.